Event description:
Reporter stated patient tested 3.4 inr on the coaguchek xs system while a comparison lab returned as 5.2 inr. Patient's coumadin dose was changed based on the meter result; patient was given vitamin k based on the lab result. No adverse event due to the device reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.